Manufacturer narrative:
H3, h6:the associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The device was fractured along the shaft of the hinge mechanism, rendering the device inoperative. The device shows signs of extensive use. Assessment of historical escalated cases concluded that there are prior actions related to this product and failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are prior actions related to this product and failure mode. A supplier change is in progress to meet the design control requirements. A contribution of the device to the reported event could be corroborated as the device shows signs of damage/wear. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. Additional information: d3, d4, d8/d9 and h4/h5

Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that, during a thr surgery, a r3 offset impactor broke while impacting cup. Small black tip broke too. It is unknown how the procedure was finished; however, no delay was reported. Patient was not harmed beyond the reported problem.